Event description:
It was reported by a company representative that a physician had an issue with his handheld computer. The company representative visited the site and tried to copy the data from the handheld, but the flashcard seemed to be blank (without data). She tried to interrogate her demo generator with the handheld and had the message 'error executing sql statement'. The reported handheld was returned to the manufacturer and underwent analysis. Analysis of the handheld revealed there were no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Furthermore, analysis of the flashcard revealed that the sql error was confirmed. During the analysis it was identified that all of the databases were corrupt causing sql error messages. A review of the database contents identified that the file corruption occurred during an incomplete v7.1 upgrade. As a result, the corrupt database on the handheld was transferred onto the v8.0 flashcard during the v8.0 upgrade. The file corruption was not a result of the v8.0 upgrade and is expected behavior when an upgrade is performed with a corrupt database. The file corruption occurred prior to the v8.0 upgrade. The remaining corrupt databases are copies of the original database, and as a result were also corrupt. No anomalies associated with flashcard software were identified during the analysis.